Manufacturer narrative:
Catalog number updated from unknown to 5407fa2023. Investigation results indicate that the leg was bent on the associated attachment (5407fa2000, (B)(4)). The bent leg may have contacted the router causing it to break. The attachment leg can become bent or broken due to excessive load being applied. The IFU for the attachment (5407-210-768 rev-a) has the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg." The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during service conducted at the manufacturer, a broken router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.